Manufacturer narrative:
Device evaluated by manufacturer: no, lens remains implanted. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in his left eye (os) on (B)(6) 2010. The patient reported has lost vision due to the development of a cataract. The patient reported his vision has decreased and is deteriorating. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Evaluation results: per medical review: the patient completed 60-month follow-up form and reported that his vision had decreased ("deteriorating"). He was told that early onset of cataract was observed. No secondary surgically or medically intervention was performed or planned and no report of bcva loss. No information/confirmation was received to date from the implanting surgeon. It should be noted that literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation, probably due to patient related factors (especially high myopes and older patients). Conclusion - (unable to confirm complaint); based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined.

Manufacturer narrative:
Claim # (B)(4).